Manufacturer narrative:
External test results indicated no microbiological residues in the channel system or luer. Kse investigation summary states unable to confirm reason for return and all other defects recorded are not a result of material, component, or manufacturing deficiency as the event is not indicative of a production or material related issue. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that the clinic has noticed an increase in post procedure infections in the last 2 months. The clinic has confirmed there were issues with the way they were cleaning and sterilizing the scope, but they want all new scopes to be safe. Hld not compatible for our scopes was used and the staff weren't cleaning and sterilizing the scopes per our IFU. The clinic did not inform of a specific procedure if the flexible cystoscopes are being used it can be anything from a regular cystoscopy, stent removal or placement.. No event dates were provided. The clinic just saw the trend increase within the last 2 months or so.